Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice set spouse of hp reports baxter technician assisted hp in repriming line and completing treatment. No pt injury or medical intervention required per spouse of hp.